Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Trans-septal puncture (tsp) was performed utilizing a versacross connect. A watchman access system was positioned and a 24mm watchman closure device and delivery system (wds) was advanced. The wds was deployed and released in the intended location. After release of the wds, a pe was observed surrounding the left atrium/posterior wall. A pericardiocentesis was performed and the patient expected to fully recover. It was suspected that the pe started prior to or during tsp with the versacross connect system. It was further reported that there was a baseline trace pe prior to the procedure. During the pericardiocentesis, 280cc of fluid was drained and 230cc were transfused back into the patient. The patient is fully recovered.

Manufacturer narrative:
B5: additional information added. H6: impact code added.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Trans-septal puncture (tsp) was performed utilizing a versacross connect. A watchman access system was positioned and a 24mm watchman closure device and delivery system (wds) was advanced. The wds was deployed and released in the intended location. After release of the wds, a pe was observed surrounding the left atrium/posterior wall. A pericardiocentesis was performed and the patient expected to fully recover. It was suspected that the pe started prior to or during tsp with the versacross connect system.